Event description:
Half way through the surgery, the caiman machine showed "clean jaw". Dr removed the instrument and cleaned the instrument, but the machine continued to show the same error message. He tried several times and it did the same thing.they opened a new disposable and there was no issue with the function on the instrument with the new product.